Event description:
Complainant alleged that the or staff was attempting to defibrillate a pt (age and gender unk) who was in ventricular fibrillation, while using the device with internal paddles. The staff removed the device's external paddles, but they were unable to seat the internal paddles into the internal paddle recepticle. The staff was able to obtain another device and another set of internal handles to successfully defibrillate the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.

Manufacturer narrative:
Teh complainant's biomedical engineering dept determined that the cause of the event was the defibrillator receptacle harness assembly on the device. They removed the assembly from the device and sent it into zoll for evaluation. The zoll tech svc dept evaluated the assemblyu and determined that this assembly was the cause of the reported event. The complainant installed a new assembly into the device and returned it to svc.